Manufacturer narrative:
Additional information was stated that the patient had a previous implantable cardioverter-defibrillator (ICD) placement. (B)(4). It was reported that on (B)(6) 2015, a patient, (B)(6), female, underwent a right idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter, suffered cardiac perforation, cardiac tamponade, which required a surgical intervention and a pericardiocentesis and approximately 500cc of fluid was removed. The patient passed away due to respiratory arrest. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac perforation and death remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The concomitant products: c3 system: serial # (B)(4), stockert: serial # (B)(4), coolflow pump: serial #(B)(4). (B)(4).

Event description:
It was reported that on (B)(6) 2015, a patient, (B)(6), female, underwent a right idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter, suffered cardiac perforation, cardiac tamponade, which required a surgical intervention and a pericardiocentesis and approximately 500cc of fluid was removed. The patient passed away due to respiratory arrest. The effusion found on transthoracic echocardiogram (tte) during post-ablation procedure (the physician was performing post testing pacing from the ablation catheter) when the patient's blood pressure dropped. The blood pressure was stabilized to 140 mmhg over 70 mmhg after the medical intervention and the patient transferred to operation room for a pericardial window and possible patch treatment. The physician's opinion regarding the cause of this adverse event is that this is a combination of procedure, the patient's condition and age, and thin wall of the right ventricle and the patient had scars in the area. No transseptal puncture was performed and a st. Jude sl 8.5f sheath was used during the procedure. The generator setting was on power control mode, temperature cut off was 48 degrees and the total rf delivery was 5 minutes and 45 seconds. At time of injury noted the temperature was approximately 40 degrees, power was 30 watts, and impedance was around 120 ohms and the last rf delivery was 39 seconds. No anomalies were found on the catheter during the procedure.